Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 338 mg/dl. Troubleshooting was performed. The device was returned for analysis.